Manufacturer narrative:
Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The user performed a gas change, skipped the scanner test and performed the needed energy check, eyetracker test and fluence test without any issue. The logfile shows multiple successfully performed treatments. The user performed an energy check for the whole day, however, it is recommended that an energy test is performed before each patient. The review of the complete day shows no further abnormalities or deviations. All treatments were performed successfully and the eyetracker was activated during the complete day. No technical problem can be identified during logfile review. According to the fse (field service engineer) the system has been checked and the eye tracker as well as the beam path where aligned. There were no deviations from the laser operation and ablation profile and the depth of the tissue removal corresponds to the planned one. The treatment reports show no abnormalities. The postoperative exams after four days show a centered treatment with astigmatism. It is recommended to wait an appropriate healing time to take reliable postoperative examinations. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility reported the doctors have noted decentralization in patients with a high degree of myopia. Additional information provided patient information. There are multiple related reports for this event. This report addresses the patient initials, (B)(6), right eye, and other manufacturer reports will be filed for the additional reported patients.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: 2020-13654.

Manufacturer narrative:
The manufacturer internal reference number is: 2020-13654.

Event description:
Based on patient information received, only one manufacturer report will be filed for the reported event. For the reported patient, there were no deviations from the laser operation and ablation profile. The depth of tissue removal corresponds to the planned one. The patient is still in post-operative recovery. Additional information has been requested.